Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2016-04001.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose in the 500 mg/dl range. They changed the infusion set and treated with the insulin pump. Spouse stated that the customer's high blood glucose was due to the cannula being bent. Most recent blood glucose value was 475 mg/dl. The customer had discontinued the use of the insulin pump and was advised to revert to back up plan due to the display not being legible. The insulin pump was replaced with a loaner device.